Event description:
It was reported the patient's ipg reached end of life. It is unknown if it prematurely depleted. As a result, the ipg may be replaced in the future to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Correction: additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. This device is no longer considered reportable on this event.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. This device is no longer considered reportable on this event.